Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritoneal dialysis inflammation. The cause of the event was not reported. The site of the inflammation was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified anti-inflammatory drug for the event. Dianeal therapy was ongoing. At the time of this report, the patient was not recovered from the event no additional information is available as the reporter declined follow up.